Event description:
When the resuscitator was being removed from its original packaging the healthcare team members noticed a tear in the plastic portion that goes around the patient's mouth/nose. This tear would not allow a seal as the plastic could form to the contour of the patient. There was no patient injury as the defect was noticed prior to use. All other similar devices were checked and were okay.